Event description:
The facility reported a colleague infusion pump with a failure code of 812:02 on channel a. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the general patient ward. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. This involved an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a 812:02 failure code was confirmed and reproduced during product evaluation. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.